Manufacturer narrative:
It should have also shows the following lead as an additional suspected device: additional suspect medical device components involved in the event: mode: sc-2218-50 serial: (B)(4) description: linear st lead, 50cm a review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory. Additional information was received that no further information can be obtained.

Event description:
A report was received that the patient experienced low back pain and muscle spasms which were mild in severity. Medication was administered to the patient. The event was assessed to be related to the stimulation and not related to the device or procedure.

Manufacturer narrative:
Additional information was received that hydrocodone medication was used to treat the patient. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient experienced low back pain and muscle spasms which were mild in severity. Medication was administered to the patient. The event was assessed to be related to the stimulation and not related to the device or procedure.

Manufacturer narrative:
Additional information was received that medication was given and the event outcome was recovered and resolved.

Event description:
A report was received that the patient experienced low back pain and muscle spasms which were mild in severity. Medication was administered to the patient. The event was assessed to be related to the stimulation and not related to the device or procedure.

Event description:
A report was received that the patient experienced low back pain and muscle spasms which were mild in severity. Medication was administered to the patient. The event was assessed to be related to the stimulation and not related to the device or procedure.